Event description:
It was reported that pump screen was less responsive when making selections, with warranty noted as expiring in may 2026 and pump unable to be repaired or replaced. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any corrective actions or final outcome of event.